Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred a couple of prior to the report date. The customer's blood glucose (bg) level was 240 mg/dl. The customer delivered a bolus to address bg level. Reportedly, the customer was able to clear the malfunction alarm and resume insulin therapy.